Manufacturer narrative:
One tactisys¿ quartz sn (B)(6) was received for evaluation. Contact force was not observed during evaluation. Based on the information and investigation provided to abbott, the root cause was isolated to debris within the lc/lc fiber optic adapter. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation ablation procedure, optical and communication issues resulted in a procedural delay. While using the tactiflex se ablation catheter, an error message displayed stating "the contact force catheter is intended for single use only". It was not possible to see current or force but the catheter was recognized by the system. The tactisys was replaced three times, the catheter was replaced, the sfp module, ethernet, and rf cable were also replaced but the issue was not resolved. The amplifier, dws, tactisys, and ampere generator were all rebooted but the issue persisted. The procedure was completed without contact force values. It has been determined that the issue is with the tactisys.